Event description:
At the end of the vincristine infusion, rn noted that the cuff on the line was not engaged on the chemolock- it was retracted back and could have been easily disconnected (near-miss chemo spill). Rn tried to engage the sleeve on the chemolock, it would spin and click, but would not lock, it would continue to retract. Faulty chemolock. Notified the pharmacist that the lock was faulty. Manufacturer response for closed system transfer device, chemolock (per site reporter).